Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in july 2018. Preliminary analysis of provided patient files showed that the device was properly working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: "no information" was ticked by mistake. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis of provided patient files showed that the device was properly working.